Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-nov-2017 with the following findings: the battery compartment was found to be cracked. A test battery cap was able to fit to the pump. There was evidence of moisture corrosion in the battery compartment. The pump could not be powered on. Further moisture corrosion was found on the internal components of the pump.